Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic valve, implanted approximately ten (10) years, was explanted due to unknown reasons. The device was replaced with a bioprosthetic valve. Despite multiple attempts, edwards was unable to obtain further event documents or device.

Manufacturer narrative:
Additional manufacturer narrative - despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Due to patient privacy regulations, the healthcare provider was not able to release any additional information. Therefore, the root cause of this event could not be determined. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. No further actions are possible with the available information.